Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had unintuitive motion on universal surgical manipulator (usm) 1. Additionally, it was observed that the fenestrated bipolar forceps instrument would not rotate and grasp well. The customer reinstalled the instrument, but the issue was not resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and found no error related to usm 1. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Isi performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No collision was observed during the procedure. The surgeon attempted to move the instrument while the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) at the time of the event. The surgeon observed that the instrument moved with unintuitive/uncontrolled motion. There was no shakiness/friction observed. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to fail intuitive motion. Failure analysis found the primary failure of the failed functional test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause was attributed to a frayed pitch cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. There was an additional finding that was related to the primary failure. The instrument was found to have a frayed pitch cable at the distal end. As a result, the instrument failed intuitive motion. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.